Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("excessive and abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), nausea ("nausea"), abdominal pain lower ("cramping"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss") and loss of libido ("loss of libido"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, migraine, nausea, abdominal pain lower, vaginal discharge, fatigue, alopecia and loss of libido outcome was unknown. The reporter considered abdominal pain lower, alopecia, fatigue, genital haemorrhage, loss of libido, migraine, nausea, pelvic pain and vaginal discharge to be related to essure. Diagnostic results: on (B)(6) 2013, plaintiff had a hysterosalpingogram (hsg) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("excessive and abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), nausea ("nausea"), abdominal pain lower ("cramping"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss") and loss of libido ("loss of libido"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, migraine, nausea, abdominal pain lower, vaginal discharge, fatigue, alopecia and loss of libido outcome was unknown. The reporter considered abdominal pain lower, alopecia, fatigue, genital haemorrhage, loss of libido, migraine, nausea, pelvic pain and vaginal discharge to be related to essure. Diagnostic results: on (B)(6) 2013, plaintiff had a hysterosalpingogram (hsg) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('three irregular metallic fragments/ again it was removed in two pieces'), pelvic pain ('chronic pelvic pain') and genital haemorrhage ('excessive and abnormal bleeding') in an adult female patient who had essure (batch no. A64633) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), nausea ("nausea"), abdominal pain lower ("cramping"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), loss of libido ("loss of libido"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), urinary tract disorder ("bladder/urinary problems: urinary probs"), nervous system disorder ("nuero condit/problems"), tooth disorder ("dental problems"), breast tenderness ("breast tenderness"), abdominal distension ("bloating"), sexual dysfunction ("sexual dysfunction") and memory impairment ("memory issues") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, pelvic pain, genital haemorrhage, migraine, abdominal pain lower, vaginal discharge, loss of libido, dyspareunia, dysmenorrhoea, abdominal pain, heavy menstrual bleeding and urinary tract disorder outcome was unknown and the nausea, fatigue, alopecia, hormone level abnormal, nervous system disorder, tooth disorder, breast tenderness, abdominal distension, sexual dysfunction and memory impairment had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, breast tenderness, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, heavy menstrual bleeding, hormone level abnormal, loss of libido, memory impairment, migraine, nausea, nervous system disorder, pelvic pain, sexual dysfunction, tooth disorder, urinary tract disorder and vaginal discharge to be related to essure. The reporter commented: discrepancy note date of insertion: (B)(6) 2013. Diagnostic results: on (B)(6) 2013, plaintiff had a hysterosalpingogram (hsg) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('three irregular metallic fragments/ again it was removed in two pieces'), pelvic pain ('chronic pelvic pain') and genital haemorrhage ('excessive and abnormal bleeding') in an adult female patient who had essure (batch no. A64633) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), nausea ("nausea"), abdominal pain lower ("cramping"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), loss of libido ("loss of libido"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), urinary tract disorder ("bladder/urinary problems: urinary probs"), nervous system disorder ("nuero condit/problems"), tooth disorder ("dental problems"), breast tenderness ("breast tenderness"), abdominal distension ("bloating"), sexual dysfunction ("sexual dysfunction") and memory impairment ("memory issues") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, pelvic pain, genital haemorrhage, migraine, abdominal pain lower, vaginal discharge, loss of libido, dyspareunia, dysmenorrhoea, abdominal pain, heavy menstrual bleeding and urinary tract disorder outcome was unknown and the nausea, fatigue, alopecia, hormone level abnormal, nervous system disorder, tooth disorder, breast tenderness, abdominal distension, sexual dysfunction and memory impairment had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, breast tenderness, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, heavy menstrual bleeding, hormone level abnormal, loss of libido, memory impairment, migraine, nausea, nervous system disorder, pelvic pain, sexual dysfunction, tooth disorder, urinary tract disorder and vaginal discharge to be related to essure. The reporter commented: discrepancy note date of insertion: (B)(6) 2013, (B)(6) 2013. Diagnostic results: on (B)(6) 2013, plaintiff had a hysterosalpingogram (hsg) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2021: medical record received. Event added: three irregular metallic fragments. Lot number, reporters information and medical history were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and genital haemorrhage ('excessive and abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), nausea ("nausea"), abdominal pain lower ("cramping"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), loss of libido ("loss of libido"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), urinary tract disorder ("bladder/urinary problems: urinary probs"), nervous system disorder ("nuero condition/problems"), tooth disorder ("dental problems"), breast tenderness ("breast tenderness"), abdominal distension ("bloating"), sexual dysfunction ("sexual dysfunction") and memory impairment ("memory issues") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, genital haemorrhage, migraine, abdominal pain lower, vaginal discharge, loss of libido, dyspareunia, dysmenorrhoea, abdominal pain, menorrhagia and urinary tract disorder outcome was unknown and the nausea, fatigue, alopecia, hormone level abnormal, nervous system disorder, tooth disorder, breast tenderness, abdominal distension, sexual dysfunction and memory impairment had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, breast tenderness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, loss of libido, memory impairment, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain, sexual dysfunction, tooth disorder, urinary tract disorder and vaginal discharge to be related to essure. The reporter commented: discrepancy note date of insertion: (B)(6)2013, (B)(6)2013. Diagnostic results: on (B)(6)2013, plaintiff had a hysterosalpingogram (hsg) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: pfs received reporter information was added. New event added dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), abdominal pain, menorrhagia (heavy menstrual bleeding), urinary problems, hormonal changes, nuero condition/problems, dental problems, breast tenderness, bloating, sexual dysfunction, memory issues. Event outcome added hormonal changes ,nausea, nuero condition/problems, dental problems, fatigue, hair loss, breast tenderness, bloating, sexual dysfunction, memory issues no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.